Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no load step malfunctions or any prime issues. During investigation, the pump dispensed fluid during the load step. The pump was able to prime appropriately. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. Unrelated to the complaint, investigation revealed the display was faded and discolored. A test display was placed during investigation and the contrast returned to normal. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.